Event description:
It was reported that the right ventricular (rv) lead had high superior vena cava (svc) impedance, which was confirmed in the carelink transmission. The rv lead remains in use. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.